Manufacturer narrative:
No information for date of event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that when the patient turns his stim completely off for a surgery then turns it back on he feels really messed up for 2-3 days. Patient said his head feels full and it is like the room is spinning. Patient said this has happened 3 times; when the battery was changed, when he had hip surgery and when he had shoulder surgery. Patient stated that this also happens when the device is adjusted or turned up or down. Patient said that they put "too much charge in it" or "too many signals", patient said this is how they find the sweet spot. Patient is going to do a sleep study and will need to have stim off for 8-10 hours. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient first felt the messed up feelings (B)(6) 2017 after a hip replacement surgery. The patient weight was updated. There were no changes in therapy settings. They believed it was caused by being completely off for a short time. No further information was reported.